Manufacturer narrative:
Mechanical interaction with blood (hemolysis): the root cause of the hemolysis was not determined due to lack of sufficient clinical details and unreturned product and logs for further investigation. Major bleed: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 added information that was omitted on the initial report that was submitted. B7 added information that was omitted on the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. H6 added health effect - clinical code, medical device problem code and type of investigation as they were omitted from the initial report that was submitted.

Event description:
The patient had an elevated lactate dehydrogenase on labs.

Event description:
A 66-year-old male with decompensated cardiomyopathy (scai stage c) required mechanical circulatory support. During support a gi bleed occurred, patient received blood transfusion and intervention. After ten days of support the patient died. This case is reported conservatively, as a relationship to the device is considered highly unlikely given the patient¿s critical status.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in b1 (event type) to accurately reflect [injury/malfunction/death classification]. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.